Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient rep reported that the communicator had a rattling sound and the patient tended to drop it. The patient rep mentioned that they noticed the rattling sound the day before yesterday. The patient rep asked if there was another alternative to get the replacement communicator in case of emergency and they needed a bolus.

Manufacturer narrative:
D9. Concomitant product listed in d10 was returned and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-oct-2025, UDI#: (B)(4), product type: accessory h3. Analysis identified the micro usb charge port was loose, rattling on visual observation. Electrical failure was noted; "trs210004.1/push button led on/0/bool/1/". The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.